Manufacturer narrative:
(B)(4). The customer told the sales rep that they stored the 9058 driver with the trigger guard installed in the carry case cradle.

Event description:
It was reported that the ez-io power driver died during insertion.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an ez-io driver that exhibited some physical damage on the housing of the handle. When the trigger was pressed, the red led light flashed. This indicates that the driver had reached the end of its useful life. The device was subjected to simulated load rpm evaluation. The firmware was on the pic board was reviewed and the charge count exceeded the theoretical 90% of battery life by 5%. A review of manufacturing records did not yield any relevant findings. The provided instructions state "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io power driver when the red led begins blinking." No device deficiencies were identified during the investigation. The led correctly flashed red based on the charge count. The potential root cause is operational context, the driver was past its useful life. No further action will be taken.